Manufacturer narrative:
D4 (UDI) is unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed high pressure. No adverse patient effects were reported by the customer.